Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility to determine if the complaint rt266 infant dual heated evaqua2 breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that they were having a problem with the rainout in the tubing and patient adapter of an rt266 infant dual heated evaqua2 breathing circuit. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fph and is no longer expected. Our analysis is according based on the information provided by the healthcare facility and our knowledge of the product. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. Based on the information provided by the healthcare facility, the reported condensation was most likely due to the use of the unheated incubator extension outside of the incubator. Our user instructions illustrate the correct set-up and proper use of the rt266 infant dual heated evaqua2 breathing circuit, including the use of the breathing circuit while the patient is in an incubator or infant warmer. It also remind the healthcare providers to "check breathing circuits for condensation every 6 hours and drain if required".

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that they were having a problem with the rainout in the tubing and patient adapter of an rt266 infant dual heated evaqua2 breathing circuit. This was observed before use on a patient.